Event description:
It was reported by the attorney that the patient sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs on (B)(6) 2012. Medical record review: on (B)(6) 2012: the patient presented with a preoperative diagnosis of cervical spondylosis with myelopathy. It was also noted that the patient¿s hardware had loosened with the backing out of screw caps at several levels and the backing out of a rod on the patient¿s right side in particular. It was also noted that there was some weakening of the hardware with screw pullout on the left at c3. The patient has developed adjacent segment disease with worsening instability at c6-7. The patient underwent the following procedures: exploration of posterior cervical fusion, c3, c4, c5, c6; removal of hardware with replacement c3; placement of new pedicle screw fixation c7 bilaterally; re-insertion of hardware to complete posterior instrumentation, c3-c7; posterolateral fusion with morselized allograft, c3-c7 bilaterally; stealth frameless stereotactic guidance. Per the op notes, medtronic posterior cervical pedicle screws were placed. With the screws in position, the team decorticated around the lateral elements and then placed a mixture of allograft that was morsellized along the gutters to complete a posterolateral fusion from c3-7. They then contoured rods to fit from c3-7 on both sides and put them into position using the standard locking caps with a torque wrench. No patient complications were noted.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2012 the patient underwent the "poster cervical exploration" and patient was implanted with rhbmp-2/acs. No other information was provided.